Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip delivery system became caught in the chordae, resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted successfully; however, residual mr remained between the 2 implanted clips. Clip delivery system (cds 60503u217) was advanced to the mitral valve. During positioning, the clip was trapped in the chordae. Attempts were made to invert the clip in order to remove it and a chordal rupture was noted. The third clip was not implanted and the cds was removed. Mr increased to 4+. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the lot. All available information was investigated and a definitive cause for the reported clip becoming caught in chordae (difficult to remove) could not be determined. The reported tissue damage was a result of the clip becoming caught in the chordae, which then caused the increased mitral regurgitation (mr). The tissue damage (chordal rupture) resulting in mr was therefore related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.